Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine, and dilaudid via an implanted pump. Per the patient, ¿it was like 100 mg of fentanyl and like 50 for dilaudid.¿ the patient did not know the remaining concentration and dose information. The indication for pump use was non-malignant pain. On (B)(6)2017 it was reported that on (B)(6)2017 the patient had an incident where the hcp (healthcare professional) put the medication in her fatty tissue instead of her pump. She was hospitalized and was given narcan. They were now trying to wean her as she did not want any more medication in her pump. Last week they filled the pump with saline. The patient was wondering if that¿s what they were supposed to do because ever since then she had been dehydrated. The patient also asked if the pump would work without medication and if the pump could be removed. The patient had an appointment with her hcp tomorrow. No further patient complications have been reported as a result of this event.